Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the waist pack was tearing away from the patient's waist. The waist pack remains in use, but is planned to be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the waist pack was tearing away from the patient's waist. The waist pack was not returned for evaluation. A review of the manufacturing documentations could not be performed since the lot number of the waist pack was not provided. Applicable risk documentation and experience with events of similar circumstances were considered; events with tears, or damaged waist packs, can be attributed, but not limited, to wear and/or due to the handling of the pack. The unit, however, was not available for analysis. If information is provided in the future, a supplemental report will be issued.